Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The patient presented with a short angled proximal neck with very tight access. The physician decided to stent the right renal artery with a 5x15 before starting the endovascular portion of the procedure. The physician modeled the entire stent graft with a reliant balloon. On the final arteriogram a proximal type I endoleak was noted. The decision was made to re-balloon however, the type 1 endoleak did not resolve. The physician implanted a proximal aortic cuff; it was reported that it was deployed slight higher than intended, covering the left renal artery. The final angiogram revealed that the proximal type I endoleak was resolved. The physician elected to stent the left renal artery from both the right and left approach, however the catheter could be advanced into the renal artery. The patient was already receiving plavix, it was decided to perform a cut down on the left arm (brachially). The physician was able to advance the catheter in the renal artery and implanted a 5x15 renal stent. The final angiogram showed that there was good perfusion to both renal arteries and the type I endoleak was resolved. During the case, approximately 130 minutes of fluoroscopy was used. The physician was aware of the fluoroscopy time and would discuss the potential problems with the patient. The physician stated that he had to continue and stopping was not an option until the endoleak resolved and the renal was stented. The case lasted approximately 6-7 hours. The patient is fine. It was reported the following day the patient developed paraparesis which improved once the patient's blood pressure went was restored to normal. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (temporary paralysis), (unknown cause). Conclusion: (unknown cause).